Manufacturer narrative:
Additional information: g3, h3, h6 the complaint is not confirmed as the device was not received for evaluation, and no pictures of the failure were received. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. The device¿s manufacturing date is 2019.

Event description:
On (B)(6)2024, it was reported by a sales representative via (B)(4) that an ar-8330h shaver's button function are reversed, and the cord is cut exposing the wires. Discovered during a case, device swapped, and case completed with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.